Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was undergoing electrocautery which caused the pacemaker to miss a beat. Boston scientific technical services discussed that the pace was truncated which led to the loss of capture. At this time, the pacemaker was explanted. No adverse patient effects were reported.